Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter was displaying an "error 2 and error 4" message during testing. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter issues began at an unspecified time on (B)(6) 2016. The patient stated that she manages her diabetes with oral medication (unknown type; 1 pill daily), diet and exercise. The patient denied making any changes to her usual diabetes management routine when she was unable to test with the subject meter due to the error messages appearing. The patient reported that right after the alleged error messages appeared she began to "sweat". During the follow-up call, the patient informed the csr that she is nervous and that she panicked. The patient also stated that she may have had flu at the time of the alleged issues causing her to sweat easily. The patient denied receiving any treatment in response to the symptom. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr confirmed the correct test strips were being used for testing and that the correct testing process was being followed. The csr noted the meter would power on manually when the power button was pressed; however, the patient was unwilling to walk though a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of suggestive of a serious injury after the alleged error messages began to appear.